Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood and body fluid in the entire lead lumen. The polyurethane insulation was puckered at 425 to 435 mm from the terminal pin and melted insulation from electro-cautery damage was noted at 89, 93 and 102 mm from the terminal pin. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to high threshold measurements. A lead dislodgement was suspected. No adverse patient effects were reported.

Event description:
--